Event description:
A corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy replacement procedure (patient gender, age, and weight are unknown) in 2008. According to the complainant, " [they were] unable to remove the water from the balloon when [they were attempting] to remove the device. The device was removed from the body without [any] problem". Reportedly, the physician removed the device and completed the procedure with a second corflo cubby low profile gastrostomy device. At the conclusion of the procedure, the patient's condition was reported as "good".

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacturer date is unknown. The suspect device has not been returned; therefore, a device evaluation has not been performed. The cause of the reported malfunction is undetermined. The april 2008 15-month low profile balloon enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.